Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty scope socket and foreign object stuck inside the scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during a unspecified procedure, the connection part was broken on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device had a faulty scope socket. There was a foreign object stuck inside of the scope socket. No scopes can be connected to the unit at all. The evaluation uncovered minor cosmetic damage, had an update power switch, faulty scope socket and lamp intensity was at 990. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.